Manufacturer narrative:
The complaint is confirmed by the user facility's biomedical engineer (biomed). The biomed ordered a replacement and will do the installation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The complaint is confirmed by the user facility's biomedical engineer (biomed). The biomed ordered a replacement and will do the installation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler/heater thermometer was reading four degrees celsius above the selected temp and two degrees celsius above the actual water temp. The device was not changed out, as they continued to use for this case. After the case was completed, they changed out the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.